Manufacturer narrative:
G4: 13oct2020. B4: 14oct2020. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed, the fse was unable to charge the device or operate on ac power. The fse traced the issue to a faulty power supply. No diagnostic report was provided for review. The fse replaced the power supply. The device passed all performance verification testing and was placed back into use with the customer. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital's intensive care unit on an unknown date with the admitting diagnosis not reported. No relevant medical history or relevant past drug history were reported. Relevant concomitant medical products included intravenous drugs for sedation; drug names, dosing, and frequencies not reported. While admitted on an unknown date, the patient was intubated; endotracheal tubing brand, model, and size not reported, and prescribed invasive ventilation therapy in assist-control mode via the respironics esprit v200 ventilator; prescription, device settings, configuration, and patient circuit not reported. While admitted on an unknown date, the patient was receiving therapy via the esprit v200 device, the patient¿s nurse heard a sound with details not provided, checked on the patient, the ventilator was flickering then went off, the device generated a red battery alarm on the screen, the nurse then removed the patient from the ventilator, administered manual ventilation, and the patient was placed on another esprit v200 ventilator. The specific alarms generated by the device were not reported. No adverse event was reported or associated with the use of this device. No relevant laboratory data was reported. This was a malfunction of the power supply. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:19nov2020. B4: (B)(6) 2020. The assy, power supply, 2nd gen, esprit was returned to the failure investigation laboratory for analysis. Visual inspection of the power supply revealed no evidence of damage or contamination. The failure of c56 prevented the power supply from operating on ac power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:08dec2020. B4:09dec2020. Due to medical intervention the complaint was updated from non-adverse to serious injury due to medical intervention. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported that the device would not power on when plugged into ac power, but it would power on when connected to battery power. The customer reported that the device alarmed as it should have. The device was in clinical use when the event occurred. There was no patient harm. The customer's biomed was unable to reproduce the problem reported by their respiratory department but indicated that the device will not power on intermittently. They ran the unit overnight. On (B)(6), the unit logged an error code (post timer/24v failure: system has reset) 3 times within the first 30 seconds of operation.